Manufacturer narrative:
Additional information from the field indicated the patient left the hospital and no intervention was performed. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device recorded a (B)(4) indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time the device remains in service and there were no adverse patient effects reported.